Manufacturer narrative:
Patient weight: asked but unavailable other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable (B)(4).

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag). It was noted that the patient's left vertebral artery arose from the aortic arch. It was also noted that a bypass was created between the left and right subclavian arteries. While deploying the ctag device, the device reportedly moved proximal of the intended landing zone. It was reported that the physician may have pushed the delivery catheter proximally while deploying the device in an effort to ensure the device did not land too distally. Reportedly the patient's left vertebral artery was completely covered by the device. The procedure was completed with no additional treatment. The patient tolerated the procedure.